Event description:
Boston scientific crm received information that this dextrus right ventricular lead dislodged. No adverse patient effects were reported. There was no indication that the lead was explanted.